Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. Although the root cause cannot be identified, true amplification was observed for alleged run #951. Detailed analysis of run #951 revealed no system related anomalies that could have impacted the positive calls of any of the two targets and the rather strong pcr amplifications needs to be considered as true positive for flu a and sars-cov-2 channels. The cobas liat analyzer is performing as expected. The lod and the type of influenza viral strains detected differs significantly between the cobas® sars-cov-2 & influenza a/b assay on the cobas® liat® system and the andis fast sars-cov-2 rt qpcr detection kit, which tests for targets orf1a/b, n gene, and e gene and the lod of all targets equal 200 cp/ml. The sars-cov-2 & influenza a/b test assay for use on the cobas liat system package insert indicates that the cobas® liat system sars-cov-2 lod is 0.012 tcid50/ml (12 copies/ml) which indicates a more sensitive assay. As such, results with one assay may not be reproducible with a different assay. Facility name truncated due to character limit, full name: professional lab (navavej hosp.) Professional laboratories management corp., ltd.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for one sample, using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. The alleged sample initially generated a sars-cov2 positive, influenza a positive, and influenza b negative result. The result was reported to the doctor. The same sample was sent out to another laboratory for confirmation testing using a competitor platform (andis fast sars-cov-2 rt qpcr detection kit) which yielded a negative result for sars-cov-2. No harm is alleged. An investigation was conducted to evaluate the customer¿s issue. Per the FDA, eua guidance, 1 MDR will be filed.